Event description:
It was reported that a malfunction occurred on the pump. There was no information on whether this affected the customer's blood glucose level as the customer declined to answer. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was informed that they could continue using the pump and confirmed their understanding.